Event description:
The nurse (rn) began re-infusing patient's leukocytes (after photo activation). Rn noticed macro bubbles in the return line, past the air detector on the instrument. The instrument did not give any alarm, either audible or on the instrument display screen. Re-infusion was stopped immediately and the medical director was called. Upon visual inspection the line was noted to be seated properly in the air detector on the instrument and there were no breaks. The lines and bag with the patient's buffy coat (leukocytes) were removed from the instrument and the line was heat sealed. The patient was asymptomatic through all of this and later had the treated leukocytes re-infused via transfusion intravenous (IV) set. The manufacturer was notified of this event. The therakos service representative was on site servicing the second, recently acquired cellex instrument. He was asked to check out this instrument. He reported that he found no problems. The memory card in the instrument has been sent to the manufacturer to download the recorded instrument information. Although no harm occurred to this patient, the instrument poses unexpected and unacceptable risks to patients who undergo this treatment. The medical director sequestered the instrument and placed it out of service until it can be thoroughly torn down and refurbished. We have been in discussions with therakos about this instrument which has had a number of issues since it was acquired six months ago. In the meantime, we are using another cellex for all patient extracorporeal photopheresis (ecp) treatments.manufacturer response:service representative was on site the date of the event. Instrument checked and no problems were found. The manufacturer has since rebuilt the instrument and it has been placed back in use.